Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found in process and retained samples. As no defective sample is received, and the use of the sample is unknown, so the root cause of prn loosening cannot be determined. The plant will continue to track and monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked on (B)(6) 2025, during intravenous therapy administration by a clinical department nurse, the heparin cap attached to the indwelling needle detached from one end of the needle. This resulted in patient blood exposure/leakage and medication leakage. The nurse promptly detected the issue, immediately closed the indwelling needle's clamp, discarded the defective product, replaced the indwelling needle, and changed the infusion set. The infusion therapy was completed. This incident resulted in potential adverse harm to the patient, including the need to re-establish a venous access, thereby increasing the risk of trauma.